Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose 3.3 mmol/l, 8.5 mmol/l and 9.8 mmol/l. The user alleged the insulin pump was over delivering insulin because the blood glucose was going low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.